Manufacturer narrative:
(B)(4): it was reported the patient was discharged from the hospital and was recovered from this peritonitis event on (B)(6) 2014.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by abdominal pain and cloudy pd fluids. On the same day, the pt was hospitalized for the peritonitis event and began treatment with cefazolin (2g/day, ip) and gentamycin (80mg/day, ip). Eight days later, treatment with cefazolin and gentamycin was stopped. On an unreported date, the pt was retrained on aseptic technique. At the time of this report, the pt was not recovered. Pd therapy was ongoing. Additional information was requested but is not available

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.